Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) was having issues. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no thermal damage or insulation damage. The following damage to the scissor blades was found: the wires were sticking out at the front of the scissor blade.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.